Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hydrolift vbr endplate. The product could not be locked during a procedure. "Liquid ran out again and again". Locking was attempted without success. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the implant arrived in a decontaminated condition. Investigation: the implant arrived with clamped endplates and distraction cylinder. Except minor wear marks, the implant exhibit no outwardly damages. Used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840. Digital-camera "panasonic dmc tz8". Insufflation pump fw450su. Inserter fw 453r. In the first step we made a visual inspection of the implant. Except minor wear marks, we noticed no defects or damages. After that, we performed a leaking test. For this, we attached the implant on the insertion instrument and connected this with the insufflation pump (filled with saline solution). Then we increased the pressure up to 30 bar. During the test we detected no leaking at the implant or the connection implant / valve. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is not product (implant) related. Rationale: during the pressure test we detected no hints for leaking at the implant. A possible root cause for solution- leaking during distraction is a defect / deformed / damaged o- ring sealing in the tip of the hydraulic- tube (fw453802, no complained product). This often leads to leakages during the distraction of the implant. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.